Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise on the presenting electrogram (egm). Technical services (ts) reviewed the egm and discussed the noise appeared consistent with myopotentials, however, the device appropriately marked the noise. Ts discussed potential programming options. Additional information was received that several inappropriate shocks were later delivered due to a combination of oversensing related to low signal amplitude measurements, and continued oversensing of noise. Programming and troubleshooting options were discussed. No adverse patient effects were reported. This device remains in service.